Manufacturer narrative:
Concomitant medical products: product ID: 37751, lot#:, serial#: unknown, implanted:, explanted:, product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: unknown, ubd:, UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt reported the recharger (insr) was blank and not powering on, even if she plugs the insr into the dtc/outlet. Pt mentioned because she cannot charge, she is in extreme amounts of pain. Pt confirmed the dtc connector pin appeared undamaged and connection to the insr looked secure. Pt and her son clarified the insr is beeping in addition to having a blank screen. During the call, the callers attempted a insr reset. Pt reported the reset was successful and was able to start a charge session. It was reviewed to charge then ensure stimulation is on/turn on stim to then monitor for pain relief. It was recommended to monitor the issue and call back if it becomes a reoccurring issue. Pt follow up with hcp if pain doesn't improve. Pt mentioned she met with the same rep in the past who did stimulation adjustments. Pt confirmed she was referring to titrating the stimulation shortly after implant of the device.